Manufacturer narrative:
The persistent percutaneous lead (driveline) exit site infection was previously reported under MFR # 2916596-2019-00511 and 2916596-2019-00539. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months, 22 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has a history of persistent percutaneous lead (driveline) exit site infection (B)(6) for (B)(6) which has been treated continuously with (B)(6) since (B)(6) 2018. The patient presented to clinic on (B)(6) 2018 with ongoing driveline malodor, tan colored discharge and complaints of burning skin. The patient was admitted to the hospital for a surgical driveline debridement procedure. The patient continued on (B)(6) through (B)(6) 2018 at which time he was started on (B)(6) and (B)(6). It was reported the patient restarted oral (B)(6) following a consultation with an infectious disease specialist for ongoing chronic infection to the driveline exit site. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient was treated with a driveline debridement, and linezolid clindamycin, and doxycycline. The patient is currently taking 1 gram/day of cefadroxil for two weeks. The patient will follow up with infectious disease. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.